Event description:
The manufacturer received information alleging a rep dreamstation auto bipap. The patient has alleged visualization of black particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.